Manufacturer narrative:
(B)(4). No conclusion code available. The reported impedance anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported impedance anomaly could not be determined.

Event description:
It was reported that the device was explanted and replaced due to suspected malfunction.

Event description:
New information received notes that the event was found to be a lead issue.